Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of delivering an inappropriate shock. Device data review was unable to be completed due to no interrogation completed by the patient. Further data review is expected at a future date. This device remains in service. No adverse patient effects were reported.